Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 4 months. The patient remains ongoing with the device. No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented for and early follow up visit due to concerns about their driveline. Redness and drainage around the driveline exit site was noted. Patient was started on a 14 day regimen of doxycycline.

Manufacturer narrative:
Section d4: the heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the culture grew two strains of mssa both sensitive to doxycycline and the patient continued to have erythema. Doxycycline was continued for an additional 30 days. The patient returned to clinic two additional times and the driveline site had little improvement. The patient underwent a driveline debridement/revision on (B)(6) 2019. The infected 3-4 cm of the driveline segment was removed. The patient continued to take doxycline for an additional month.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.